Event description:
No blood glucose levels reported. The mother of the customer reported no delivery alarms from the insulin pump. The mother of the customer reported twice changing the reservoir of the insulin pump. The mother of the customer also reported that the reservoir of the insulin pump appeared to be crooked or like there was a piece of plastic. The customer was advised to call again should the issue reoccur for troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).please refer to manufacturer's report no 2032227-2014-43781 as it refers to the same event but of a different device.